Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2018 regarding a patient receiving dilaudid (15 mg/ml at a dose of "0.9" per day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a catheter dye study and confirmatory computerized tomography (CT) scan revealed that the catheter was epidural vs. Intrathecal. It was noted that the catheter aspirated fine, but upon injecting dye it appeared that the catheter was epidural. A catheter revision was to be scheduled, but had not been scheduled at the time of report. The environmental, external, or patient factors that may have led or contributed to the event were unknown. The event was not resolved at the time of report, and the patient's status was alive - no injury. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-aug-21, additional clarifying information was received from the manufacturer representative (rep). They clarified that the patient was receiving fentanyl. Clarification about which catheter had migrated had migrated since the patient was registered with two catheters. The rep was not sure which one migrated. The rep had no information on how the catheter migrated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Due to imdrf harmonization, the conclusion code no longer applies and has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). Additional information indicated the patient was receiving fentanyl (1 mcg/day, 5 mcg/ml). Additional information indicated a computed tomography (CT) scan "apparently revealed catheter tip was epidural". The patient was scheduled for a catheter revision today ((B)(6) 2018) to replace the spinal segment. The spinal segment was replaced and showed good cerebrospinal fluid (csf). The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the catheter likely migrated into the epidural space. The rep reported at the implant there was clearly cerebrospinal fluid flow from the catheter. No further complications were anticipated/reported.